Event description:
It was reported that loss of ventricular capture was noted prior to pocket revision. X-ray showed right ventricular lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.